Event description:
Boston scientific crm received info that this atrial pacing lead was explanted due to the pt's infection. As of today, no new lead has been implanted. The explanted lead was not returned. Should additional info be received, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.